Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the heavily calcified lesion. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion and/or accessory devices. The product was not returned and may have aided in the investigation. However, there was no report of any damage to the stent delivery system (sds) or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. It is possible that interaction between the stent and the heavily calcified lesion affected the stent attachment and contributed to the reported stent dislodgement. A review of manufacturing records did not reveal any nonconforming material records associated with this lot. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
Reportedly during the procedure which was to treat a heavily calcified lesion located in the left anterior descending artery, the device failed to cross and the stent became dislodged during withdrawal. The physician advanced another unknown balloon and was able to successfully deploy the stent in the target lesion. Physician acknowledges calcium deposit within treated vessel could have contributed to the stent dislodgement. There were no reported patient effects. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.